Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered an alert for out of range shock impedances. It was suspected the patient was exposed to an electromagnetic interference which caused the alert, however, that was not confirmed. At this time, the lead remains in service. No adverse patient effects were reported.